Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 03.037.022. Lot: f-25348. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 24. Jan. 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an orthopedic procedure, the cannulated stepped drill bit was used and a piece of the drill bit broke off. There was a surgical delay of about one (1) minute. The broken piece was retained in the patient. The procedure was successfully completed. There was no patient consequences. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).